Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed that due to damage on the charged coupled device unit the b30(scope communication err) occurred. Additional findings were as follows: adhesive on bending section cover (a-rubber) had a chip; video connector had a crack and was deformed and there was no scope identification data. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had a no image, non restorable error code. The issue was found during preparation for use for an unspecified therapeutic procedure. The procedure was able to be completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the caused of the reported issue may be due to breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that a component on the circuit board had a defect. However, specific root cause could not be determined. The issue can be detected/prevented by following the instructions provided in: the operation manual, chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system provides detailed pre use inspection of the device. Olympus will continue to monitor field performance for this device.